Event description:
During cleaning of the colonscope, it was noticed that the tip of the cleaning brush had broken off. The technician searched for the tip, but could not find it. Following cleaning of the scope, the scope was x-rayed and the brush tip was not seen. It was thought that the brush tip had fallen into the sink and gone down the drain.the scope was washed in a scope washer, flushed with alcohol, and hung to dry.during a colonscopy procedure, the brush tip fell out of the scope into the patient. The physician was able to retrieve the brush tip.device #1is device involved in hit issueno